Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty sensor resistor pump received with cracked display window corner, battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 356 mg/dl. The customer was assisted with trouble shooting and was informed that the force sensor did not detect the reservoir during the seating process. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer returned the product for analysis.